Manufacturer narrative:
(B)(4). Failure to follow steps/instructions (curving the sleeve tip more than 90 degrees). All available information was investigated and the reported delivery catheter (dc) shaft bend resulting in difficult dc shaft positioning was confirmed. The reported sleeve steering issue was not confirmed. The reported user error could not be replicated in a testing environment as it was related to procedural conditions (patient morphology). A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history no similar incidents reported from this lot. The investigation determined the identified actuator mandrel bend resulted in the reported dc shaft bend and subsequent difficulty positioning the device. Furthermore, challenging patient morphology conditions due to the small left atrium necessitated the user error of curving the sleeve tip more than 90 degrees (procedural conditions) which likely contributed to the subsequent mandrel bend and user experience. In this case, the unconfirmed sleeve steering issue likely manifested due to the challenging patient anatomy conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed due to irregular movement of the clip delivery system. Unexpected movement has the potential to cause or contribute to tissue injury. It was reported that on (B)(6) 2016, a mitraclip procedure was performed, treating functional mitral regurgitation grade 4+ in a small left atrium. During steering of the clip delivery system, due to patient anatomy, excessive m knob was applied (the shaft was curved approximately 100 degrees). Following, a set delivery shaft occurred and the delivery shaft moved irregularly with consistent medial deflection. The cds was removed safely and a new cds was used successfully. One mitraclip was implanted, reducing the mr to grade 1-2+. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.